Event description:
It was reported that the subject device still had liquid inside the scope after they tried cleaning and drying it twice. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was likely due to a leak in the channel and bending section. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end detached. Based on the results of the investigation, it is likely due to degradation and some kind of physical stress. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.